Event description:
The user facility reported that due to a kink in the involved angio-seal carrier tube, it could not be inserted, and the device was not used. Manual compression was applied to achieve hemostasis, which was successfully accomplished with an estimated blood loss of less than 250cc. The procedure before deploying the device involved coiling, and a pre-deployment angiogram was performed. A 6 fr sheath ancillary was used, with the puncture site found proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 4 mm. The event occurred intra-operative. No concomitant medical products were used with the involved device.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the carrier tube was kinked during attempted insertion into the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).